Event description:
Additional information was recently received that upon review of a remote monitoring transmission no values were recorded for this right ventricular (rv) lead's pacing impedance. It was determined that the daily measurement for rv pacing impedance has been programmed off. The field representative noted the rv lead has been followed for high pacing impedances with measurements from 1800 ohms up to >2000 ohms at times. Other lead measurements remain normal and stable, and no noise has been noted on the lead. The plan is to continue with normal follow-up. No adverse patient effects were reported.

Event description:
The field representative contacted boston scientific technical services (ts) to further discuss the high pacing impedance observations with the rv lead. During isometric testing no noise was noted on the pace/sense channel of the rv lead, but some noise was seen on the shock electrogram (egm) and shock lead impedances measurements continued to remain normal. Boston scientific technical services (ts) discussed that the noise on the shock egm was consistent with the patient performing isometrics at the time the strip was taken. Engineering reviewed the data and the rv pacing impedances have been consistently high for over a year, but there was no recent data as daily measurements for the lead were turned off over the summer. According to the rep, the thresholds remain stable. The field representative was going to discuss with the patient's physician. Additional information was obtained that the plan is to continue to monitor. There have been no adverse patient effects reported.

Event description:
Boston scientific received information that the right ventricular (rv) defibrillation lead exhibited high rv impedances of greater than 2,000 ohms. It was noted that the rv impedances had been chronically high. Boston scientific technical services (ts) recommended checking the arrhythmia logbook and performing isometrics for other indications of a lead issue. Additional information was provided that the patient was brought to their clinic for lead testing. Impedances were in the 1,900 ohm range at that time, and there was no evidence of a lead issue. The patient will therefore continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device was put through and failed the induced shock portion of the returned products test (rpt). The rpt failure was due to the device's battery nearing depletion resulting in the voltage being low. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was reported indicating that this product was returned, with no further information. A device evaluation was completed.